Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device not inflating as expected. The patient felt that the device was buckled as it was too long for the corpora. All components were removed and replaced with a new ipp and the reat tips were shorter. There were no patient complications reported.